Event description:
It was reported that during a coronary procedure to treat first obtuse marginal artery proximal to midsegment, the viperwire advance guidewire broke. The guidewire broke when the diamondback 360 coronary orbital atherectomy device (oad) was spinning and even though the tip of the guidewire was not close to the oad. The guidewire was far distal in a small branch, where it got stuck and broke. An attempt to retrieve the wire tip was done using a snare, which was unsuccessful. The entire radiopaque portion of the guidewire tip was left in-vivo. A stent was placed to complete the procedure. In the opinion of the physician, there were no concerns about potential long-term risk outcomes to the patient. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that during a coronary procedure to treat first obtuse marginal artery proximal to midsegment, the viperwire advance guidewire broke. The guidewire broke when the orbital atherectomy device (oad) was spinning and even though the tip of the guidewire was not close to the oad. The guidewire was far distal in a small branch, where it got stuck and broke. An attempt to retrieve the wire tip was done using a snare, which was unsuccessful. The entire radiopaque portion of the guidewire tip was left in-vivo. A stent was placed to complete the procedure. In the opinion of the physician, there were no concerns about potential long-term risk outcomes to the patient. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported material separation and entrapment of the device could not be determined. In this case, it is possible that the distal guide wire was fractured as a result of use or handling techniques employed, which caused the reported entrapment, separation of the guidewire, and foreign body in the patient; however, since the device was not returned for analysis, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.